Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and calcified left anterior descending artery. A stingray lp catheter was selected for use. During the procedure, it was noted that the balloon was rupture upon first inflation at 3 atmospheres. The device was removed directly, and the procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.

Manufacturer narrative:
A2. Age at time of event: 18 years or older. E1. Initial reporter facility name: (B)(6) hospital. E1. Initial reporter address 1: (B)(6).

Manufacturer narrative:
A2. Age at time of event: 18 years or older. E1. Initial reporter facility name: (B)(6). E1. Initial reporter address 1: (B)(6). The device was returned and evaluated by manufacturer. Visual and microscopic inspection found no damage or irregularity to the device. The device was prepped with an inflation device filled with water and connected to the calibrated pressure gage to inflate the device. The device inflated to rated burst pressure and deflated with no issue.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and calcified left anterior descending artery. A stingray lp catheter was selected for use. During the procedure, it was noted that the balloon was rupture upon first inflation at 3 atmospheres. The device was removed directly, and the procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.